Event description:
It was reported that during an unspecified procedure a balloon pinhole was noted. The 90% stenosed lesion was located in a severely tortuous left common iliac artery. It was noted that contrast media was leaking from the wanda 3.0-20, 80 balloon and a pinhole was found. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to a marketed us device.

Event description:
It was reported that the system was explanted due to infection and erosion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received continued: (B)(4).